Manufacturer narrative:
The reported event of no radiofrequency (rf) communication was not confirmed. The device was received with normal inductive and rf telemetry communication. Electrical and mechanical tests performed were normal. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.

Event description:
It was reported that during device preparation, the pacemaker exhibited failure to interrogate with radio frequency (rf) telemetry. No intervention was performed. There was no patient involvement.